Event description:
Pt reports corneal ulcer with itching, burning, redness, swelling and infection. The pt was prescribed drops to alleviate symptoms. Attempts to contact the pt for more info have been made for treatment and outcome have been made with no reply to date. This is being filed as a corneal ulcer.

Manufacturer narrative:
This is being filed as a corneal ulcer. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.